Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a no delivery alarm occur 3 times in 3 days. The customer was delivering a bolus and received a no delivery alarm. Troubleshooting was performed. The customer states the insulin exited and the cannula is not bent. The customer's blood glucose was 600 mg/dl the customer declined troubleshooting for the high blood glucose.